Manufacturer narrative:
B1: adverse event. B2: required intervention to prevent permanent impairment/damage. H1: serious. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -08.50 diopter, implantable collamer lens, into the patient's left eye (os) on (B)(6) 2020. Significant reduction of irido-corneal angels was observed and elevated iop (37mmhg) without pupil block and angle closure was assessed on (B)(6) 2020. Use of steroids and iop lowering medications prescribed. Post-op medications stopped, and this resolved the problem. Cause of the event is reported as "steroid response". Per the reporter on (B)(6) 2020, "the case is resolved; the steroids were stopped and iop lowering drops stopped and the eye is fine. The steroids were standard post op care."